Event description:
It was reported that the nurse was tried to start therapy. The arctic sun device primed and stopped. Flow rate (fr) was 0lpm. Guided to system diagnostics showed that the system hours were 1589, pump hours were 1525, inlet pressure (ip) was -0.9psi, circulation pump command (cpc) was 100 percentage. Disconnected and reconnected pads using proper technique. The left thigh pad would not seat properly into any of the ports. It seems like the connector might have a defect. All other pads seated with audible click. Replaced the left thigh pad with a universal pad and restarted therapy. Flow rate (fr) was 2.6lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 63 percentage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "improper design of pad connector- pad not connected to fluid delivery line". The DHR review could not be performed without a lot number. The product catalog and lot number for this device are unknown. Therefore unable to determine the associated labeling to review. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was tried to start therapy. The arctic sun device primed and stopped. Flow rate (fr) was 0lpm. Guided to system diagnostics showed that the system hours were 1589, pump hours were 1525, inlet pressure (ip) was -0.9psi, circulation pump command (cpc) was 100 percentage. Disconnected and reconnected pads using proper technique. The left thigh pad would not seat properly into any of the ports. It seems like the connector might have a defect. All other pads seated with audible click. Replaced the left thigh pad with a universal pad and restarted therapy. Flow rate (fr) was 2.6lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 63 percentage.